Event description:
New information received noted that the oversensing was noted on a remote transmission. The patient was in stable condition post procedure.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2020. No patient condition or additional information was reported.